Event description:
The customer reported that the rotator on the stopcock broke while injecting at 1100 psi. The customer then removed the stopcock and attempted to inject through the rotator on the tubing. This rotator also broke. The customer disposed of the suspect devices at the hospital. No harm or injury was reported. This is one of two reports for this complaint: 1721504-2011-00343.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed.